Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 297 mg/dl while using the fsl3+ sensor. The user received a sensor error alert and temporarily had no bg readings. The user monitored while waiting for the sensor to reconnect. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.